Manufacturer narrative:
5076 lead implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a dehisced implant site and cardiac resynchronization therapy defibrillator (crt-d) system infection. It is unknown if the infection or dehiscence occurred first.the crt-d, right ventricular (rv) and left ventricular (lv) leads were removed while the right atrial (ra) lead was simply inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.